Manufacturer narrative:
H3/h6: product 9736401 was returned and analyzed. In summary, there was no failure found with the returned device. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system turned on, it displayed a "no video detected" error and would not shut down. The system did function as intended when it was on, but only had 'no signal' when attempting to shut down the system. No further troubleshooting was performed at the time of the event. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, serial/lot #: (B)(6), ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the 'no video detected' message occurred and would not shut down. The router was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0902 was coded for no video detected. A110201 was coded for the no signal. A0718 was coded for the system's inability to shut down. A1102 was coded for the 'no video detected' message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.